Manufacturer narrative:
No product will be returned for eval.

Event description:
On 12/28/2009, the pt reported that twice over the past 3 months she has woken up with a reading of "hi". Symptoms are frequent urination. She said, in 2009 she woke up with a reading of "hi" and when she tried to bolus, she received an e4 (occlusion) error on her insulin infusion device. She said she changed her headset and tubing, bolused 3.5 units of insulin and her readings gradually decreased. She stated she changes her headset every 2 days and tubing every 6 days. She uses her abdomen for her site and rotates as recommended. She has some bumps and scar tissue which she tries to avoid. She discarded the infusion sets at issue. She currently does not have an occlusion and her blood glucose is within her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.